Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post rotablation, the fractured tip of the marvel wire was able to be retrieved.

Manufacturer narrative:
MFR site name: future medical design, (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-11923. It was reported that guide wire fracture occurred. The calcified target lesion was located in the left anterior descending artery. A 190cm marvel guide wire was advanced in the diagonal vessel. Rotational atherectomy was performed using a 1.50mm rotalink¿ plus. The physician torque a wire into diagonal vessel and rotablate the lad but forgot to pull back the marvel guidewire. It was noted that a portion of the marvel wire was chopped off. The device was completely retrieved and the procedure was completed. No patient's complication were reported and the patient's status was stable.